Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. On (B)(6) 2017: during a follow-up, the customer reported that since switching to humalog insulin, no additional occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated to use with the pump. The customer's blood glucose level ranged between 132-287 mg/dl. A system check was performed using the current supplies and the current occlusion was found to be within the cartridge.